Event description:
It was reported that there was a caudal migration of the left lead due to the issue with insertion retention on the anchor. It was decided by the hcp (health care professional) to "wait and see," since the patient was receiving good coverage at the time of the report. Only 1 lead moved, according to x-ray diagnostics. Reprogramming was done for troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_unknown, product type: unknown. (B)(4).